Event description:
On (B)(6) 2013, the patient contacted animas stating that she experienced a blood glucose (bg) value in the range of 40 to 300mg/dl. The patient reportedly had the following symptoms: nausea, moderate increased thirst, and shakiness, felt tired, had increased hunger, felt irritable, had a mild headache and frequent urination. The patient reportedly increased the temp basal rate on the pump from 0.60 to 2.70%. It was also noted that the patient was eating less due to a cold he had. Customer support (cs) reviewed the pump with the patient and there were no issues with bolus amount; the total daily dose added up correctly and the pump was delivering as expected. This complaint is being reported because the patient experienced a hyperglycemic and hypoglycemic event while using insulin pump therapy. Use error contributed to the reported bg excursion because the patient was adjusting the pump's basal rates on his own and had increased his temp basal rate by 4.5% without getting assistance from a health care provider (hcp).

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: no defect was found. The device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results daily insulin delivery totals correctly reflect user's programmed basal rates. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications.